Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for stopper pullout with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the stopper came out of the bd vacutainer® k2 edta (k2e) blood collection tube mid-draw, and blood spilled into the hub and onto the ppe gloves. The following information was provided by the initial reporter: "the stopper came out of the tube as the tube was removed from the hub, blood filled the hub. The employee was wearing ppe" "while doing a hand venous draw- using 23g butterfly and hub, the lav tube cap came off mid-draw. Hub caught majority of blood spill, no skin exposure, ppe gloves were discarded, needle and hub was discarded, and degloved while handling specimen."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper came out of the bd vacutainer® k2 edta (k2e) blood collection tube mid-draw, and blood spilled into the hub and onto the ppe gloves. The following information was provided by the initial reporter: "the stopper came out of the tube as the tube was removed from the hub, blood filled the hub. The employee was wearing ppe." "While doing a hand venous draw- using 23g butterfly and hub, the lav tube cap came off mid-draw. Hub caught majority of blood spill, no skin exposure, ppe gloves were discarded, needle and hub was discarded, and regloved while handling specimen."